Event description:
In 2008, the lay user/pt contacted lifescan alleging the control solution test fell outside specifications on the one touch ultra link meter. The pt did not allege any symptoms and did not mention seeking any medical attention due to the issue. The pt did not mention taking any action regarding diabetes treatment with regard to the issue. The results reported were 143 and 146 mg/dl for a test strip vial with a control solution range of 94-126 mg/dl. This complaint is being reported because the user alleged the control solution test results fell outside the range based on the test strip vial. The pt did not suffer any injury and did not seek any medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.